Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, candida spp. And coagulase-nagative staphyloccocci were detected from the sample collected from the suction channel of the device. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated and the following was found. There was a black spot-like stain on the suction port. The distal end of the device was loosened. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A culture test at a third-party organization was not conducted. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate. The device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.